Event description:
It was reported that the patient had inappropriate shocks due to oversensing of myopotential noise. The shocks occurred in the secondary sensing vector. The other two vectors were checked and were not good. The doctor will review options for now. There were no additional adverse patient effects. The system remains implanted.